Event description:
Revision of hip component(s). Doi: 2015, dor: 2021.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.